Event description:
It was reported to resmed that an astral device unexpectedly restarted after approximately 3 minutes, then displayed an error message (sf195) indicating a persistent software fault. It was reported the patient became cyanotic and patient's oxygen saturation dropped to 78%. The patient was removed from the astral device and placed on a different device.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. If further information becomes available, a supplemental report will be submitted. Resmed reference#:(B)(4). Pending investigation.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Review of the device data logs revealed overpressure protection alarms that result in unexpected restart of the device. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a hardware design limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly restarted after approximately 3 minutes, then displayed an error message (sf195) indicating a persistent software fault. It was reported the patient became cyanotic and patient's oxygen saturation dropped to 78%. The patient was removed from the astral device and placed on a different device.